Event description:
It was reported that the ilet did not charge when placed on the charging pad, with no sounds or lights, and troubleshooting determined the charger required replacement, indicating a charging problem with the battery charger component. Customer care provided support that included troubleshooting with the user remotely. Investigation of this case revealed a power source problem consistent with a charging problem traced to the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.